Manufacturer narrative:
(B)(4). The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the device history record cannot be performed due to unk lot unk. Device discarded-not returned for evaluation. The event has not been confirmed; no product was returned for evaluation.

Event description:
It has been reported to us that during the procedure there was a dissection of the vessel. The physician inserted the balloon catheter into the pt. During pre-dilatation, a dissection was noticed. The physician inserted a stent to treat the dissection. (B)(4).